Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to a few high impedances. Patient was also not receiving effective therapy and was feeling stimulation in their stomach and the front of their legs. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.